Manufacturer narrative:
H3: four cadd cassette reservoirs from p/n 21-7302-24 l/n 3716383 were received in used conditions without their original packaging inside in a plastic bag. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassettes were in good condition with a tube not manufactured by smiths medical of tijuana. The samples were connected to the cadd legacy plus and a balance mettler to look for unusual function. The samples passed accuracy tests successfully. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported under infusion issue was unable to be confirmed. There was no fault found with the returned cassettes.

Manufacturer narrative:
(B)(6). Foreign report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd medication cassette was under-infusing medication. It was reported that the medication was delivered at 3.5 ml per hour and that after twenty-four hours 84 ml would have infused with a volume of 16 ml remaining; however using the cassette more medication remained, sometimes about 30 ml remained. It was reported to have occurred with four cassettes. Reporter stated that the under-delivery side effects such as headache and diarrhea were strong, but no adverse patient effects were reported. Please reference related reports for cassettes and cadd-legacy plus pump: 3012307300-2019-06475, 3012307300-2019-06111, 3012307300-2019-06484, 3012307300-2019-06485.